Event description:
Ramus distraction for one sided facial symmetry. Product implanted in 2006. Ten days later, 5 days into distraction, pt came to hospital with broken wire. Dr attempted to remove activation wire 4 days later, and replace without success. Dr will allow patient to heal & will re-past distraction procedure one or two months later.

Manufacturer narrative:
Part of the broken wire and the distractor assembly remain in the patient. Returned portion of wire examined breakage occurs at tip. This can occur if part is turned in opposite direction (part marked with arrow to indicate direction to turn). Not able to determine fully without remaining part.